Manufacturer narrative:
Three of the four mpats were returned to medrad for evaluation. Visual inspection of the mpats found that two of the high pressure check valves were restricted by molding flash. The high pressure check valve of the third mpat did not have any visible flash. A flow test was performed on this third mpat with the resulting determination that the high pressure check valve performed to specification. The reported lot number, 820007, is currently under recall for this issue (molding flash); therefore, it is possible that the device used during this event may have contributed to a malfunction, as defined in 21 cfr 803.

Event description:
The site reported that they had issues purging the saline side of four of the avanta multi-pt disposable sets (mpat), which were all from the same lot number, 820007. They reported that the flow from the saline side of the mpat was insufficient to properly purge the saline line of air. During the mpat purge, the avanta fluid management injection system sounded normal but the flow from the saline multi-guard was not the normal rapid drip - it appeared to be a pressurized spray. Each time, the customer replaced the saline side mpat and continued with the set-up procedure. There were no injuries reported.